Event description:
Distal tip of sheath became detached and fell into pt cavity. Piece was retrieved. Procedure was completed with no pt consequences. Returned device was labeled as "sample not for sale, not for human use."